Event description:
Customer reported a malfunction with their pump, indicated by malfunction code 24. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump. The customer was instructed on how to put the pump into storage mode and return it to tandem, understood the process, and confirmed their shipping address for the replacement, which was sent.